Manufacturer narrative:
The device was not retained for investigation. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2016 of an adult male who experienced respiratory arrest, hypotension and bradycardia when continuous renal replacement therapy (crrt) commenced on (B)(6) 2016 in intensive care. The patient was intubated and advanced cardiac life support protocol (acls) was initiated. The patient stabilized. On (B)(6) 2016 crrt again commenced and the patient experienced bradycardia and hypotension. Treatment was discontinued and the patient stabilized.